Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that two of the customer's reservoirs caused no delivery alarms during the manual prime process. The patient's blood glucose at the time of incident is unknown. Troubleshooting could not occur for the no delivery alarm due to the customer resolving the issue with a reservoir change prior to the phone call. The customer was advised to call when alarms occur in order to troubleshoot. The suspect reservoir will be returned for analysis and a replacement reservoir was shipped to the customer.

Manufacturer narrative:
A complete analysis and testing of 11 opened and used reservoirs, inspected the reservoirs snap caps and septums for anomalies none were found. Performed occlusion test by filling the reservoirs with diluent, connecting to mew infusion sets and connecting to a medtronic 7 series insulin pump, performed manual prime fluid flowed through the infusion sets and out of the catheter tip conclusion the reservoirs are not occluded.